Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue. Tandem technical support educated the customer on changing cartridges every 48 hours with humalog insulin.